Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): system messages displayed (device displays error message); system shut down (loss of power). The nurse reported multiple system messages displayed. The system shut down after the system messages displayed. Additional information received from the company sales rep stated the system messages displayed twice when attempting to connect the light probe. The nurse rebooted the system each time to clear the system message. The surgeon completed the case as planned. No patient injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. An internal investigation has been opened to address the issue reported. (B) (4). (B) (4). (B) (4).